Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 03-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient was inpatient at the hospital and an inflammatory mass/granuloma was found at the tip of the catheter. The patient was waiting for the results of a covid test to determine if they can do surgery to remove the pump and possibly ligate the catheter. The rep was recommended to put the pump to minimum rate in lieu of the permanent shutdown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the pump "might have caused a granuloma" and they plan to take it out on ((B)(6) 2020). It was noted the patient was being ruled out for covid. It was stated that they would like to program the pump off permanently, but it was noted that it would not happen ((B)(6) 2020). It was noted someone would call back when they were ready to program it off. It was noted no troubleshooting could be performed due to no product. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who stated that they have decided to permanently shut down the pump due to the granuloma that was found. The shut off code was given. The cause for the granuloma was unknown and the healthcare provider planned on explanting the pump and catheter upon a negative covid test. The granuloma was not resolved. No further complications were reported regarding the event.